Event description:
It was reported that the patient had an inappropriate shock. The patent was using a leaf blower at the time of the shock. The device has since been explanted and replaced for a battery replacement. There were no additional adverse patient effects.